Manufacturer narrative:
Corrected data: medical device problem code has been updated to migration from adverse event without identified device or use problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Investigation completed.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the ipg was flipping in the pocket. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was relocated (B)(6) 2023 to address the issue.